Manufacturer narrative:
Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the 2 returned samples revealed that the x25 final tightener (n/p: 279712600, lot: gm5369549) had the tip worn. The observed condition could be attributable to repetitive use and an end of life indicator of the device. The complaint condition of "unable to assemble" was not confirmed since it is not possible perform a functional test with the mating device, since it was not returned. No other issues were identified. A dimensional inspection was not performed for the x25 final tightener (p/n: 279712600. Lot: gm5369549) due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener (p/n: 279712600. Lot: gm5369549). After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Device history: part # 279712600, lot # gm5369549, supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 10 jun 2020 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during spinal fusion surgery in an adult degenerative scoliosis correction surgery, the surgeon was in the process of final tightening the set screws on expedium reduction screws. In two screws, the final tightening shaft cammed out the set screw and not able to reach the final tightening torque of 80inlb. It appeared that shaft may not be fully engaged into the set screw with possible obstruction of soft tissue. The surgeon also tapped the final tightener with mallet to try to ensure the driver is fully engaged. When replaced with a new final tightening shaft all set screws were final tightened. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). This is report 1 of 2 for (B)(4). This report is for tightener.